Event description:
Reporter alleged the test strip vial expiration date and lot number had rubbed off the label. No treatment was received or actions taken as a result reportedly. A request was made for the return of the suspect device and replacement product was sent.